Manufacturer narrative:
The unit passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The unit functioned properly. The drive support disk was inspected and no anomaly was found. The unit had a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 497 mg/dl. The customer's symptoms included nausea, vomiting, and a "slight" heart attack. The customer was wearing the device at the time of visit. The customer was treated with an IV drip and manual injections. The cause of the visit was diabetic ketoacidosis. The customer stated the drive support cap was loose. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.